Manufacturer narrative:
Film evaluation summary: the exact cause of the reported endoanchor dislodgement occurring during implant could not be determined from the pre-implant CT¿s provided. Images during implant were not available for return; therefore, the reported event could not be assessed. Post-implant CT¿s were also not returned. Review of pre-implant CT¿s revealed that the patient had a proximal neck that ranged in diameter from 25 ¿ 28.5mm along a 15mm neck length. The neck contained no appreciable calcification with moderate thrombus seen primarily along the postero-left wall of the aortic neck. The infrarenal neck was moderately angulated in the lt-rt axis ~55 deg maximum relative the distal aorta. Other than the moderate thrombus seen within the neck, analysis of the returned pre-implant films did not reveal any anatomical characteristics that could possibly explain the reported event. A device issue cannot be ruled out as a potential cause. The delivery system has been returned for investigation and is pending analysis. The results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used, in conjunction with an endurant iis stent graft system, in the endovascular treatment of 60mm abdominal aortic aneurysm in a patient. The neck length was 10mm with an angle of 45°. It was reported that during the index procedure the first endoanchor was successfully deployed but when the physician tried to retrieve the applier the endoanchor remained attached to the applier. It was reported that the physician attempted to dislodge the "t" bar and in doing so the endoanchor unscrewed and fell away from the stent graft. It was reported the physician then managed to jail the anchor along the graft wall with the 22mm guide. A reliant balloon was placed in the right common iliac to prevent the endoanchor from travelling further within the patient. A retrieval catheter was placed with the 22mm guide to try to retrieve the endoanchor. It was reported that when the guide was moved the endoanchor fell into the guide. The 22mm guide and the retrieval catheter were successfully removed together with the dislodged endoanchor. A new guide and applier were used and a further six endoanchors were implanted successfully to complete the treatment. The event was resolved. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The applier shaft was partially bend and twisted between 5 and 7cm proximal to the tip. There was an endoanchor fully loaded in the housing. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 4.21v. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax09brown-out tripped, 0bx14 rwwin, 0cx08key pressed and released flags both active, 00x17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The endoanchor was successfully deployed with no abnormalities noted. The applier functionality was confirmed. The inner tip mechanism did not rotate when the forward and back buttons were pressed. However, the applier shaft did rotate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.